Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist requested an integrity test to be performed on the user during the appointment because they noticed impedance fluctuation on the right side. It has been recommended to try the expert measurements again.

Event description:
The audiologist requested an integrity test to be performed on the user during the appointment because they noticed impedance fluctuation on the right side. It has been recommended to try the expert measurements again.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are planned but no date has been scheduled yet.